Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset for the event. On an unreported date, the patient was treated with unknown medication(dose, route, duration and frequency were not reported) for peritonitis. At the time of this report the patient remained hospitalized, was recovering from the event and pd therapy was ongoing. No additional information is available.